Manufacturer narrative:
The cable break resulting in positioning failure issues of sgc (unable to straighten) was confirmed via returned device analysis a review of the lot history record revealed no manufacturing nonconformities reported to this lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined that the reported positioning failure issues of sgc unable to straighten guide was a result of the observed cable break; however, a definitive cause for the cable break could not be definitively determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. MFR site - contact first and last name.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. E1: (B)(6). G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for inability to straighten the steerable guide catheter tip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip was successfully implanted at the a2/p2 segment, reducing mr to 1. All steps were performed per instructions for use (IFU), however the steerable guide catheter (sgc) tip was unable to be straightened as the "-" knob was turned. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.